Manufacturer narrative:
The customer contact indicated that the device was discarded. A rep device from an unspecified lot is expected to be returned for investigation. It has not yet been rec'd. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
The customer contact reported a disconnection. An unspecified primary tubing set was being used to deliver unspecified medication. At an unspecified time, the secure lock male adapter of the secondary tubing set was connected to a female adapter at an unspecified location on the primary tubing set for piggyback delivery of an unspecified volume of a blood product. After an unspecified length of time, the secure lock male adapter of the secondary tubing set disconnected from the female adapter of the primary tubing set. It was reported that an unspecified volume of blood leaked onto the floor. No specific details were provided. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided including if the tubing sets were replaced and if the therapy was resumed.